Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred between (B)(6) 2017 and (B)(6) 2021. D10: medical product: unknown persona femoral component; unknown persona tibial tray g2: foreign: romania. G2: literature: obada, b., iliescu, m.g., costea, d.o. Et al. Comparative study of outcomes with total knee arthroplasty: medial pivot prosthesis vs posterior stabilized implant. Prospective randomized control. International orthopaedics (sicot) 49, 629¿639 (2025). Https://doi.org/10.1007/s00264-025-06420-8. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be.

Event description:
On 18-jun-2025, a journal article was retrieved from international orthopaedics (2025) that reported a study from constanta, romania. The purpose of the study was to determine if there was any difference in postoperative rom and outcomes between patients undergoing mp-tka vs ps tka. The study reviewed 600 consecutive patients with tka performed by six senior orthopaedic surgeons between 2017 and 2021. There were no specific criteria for implant selection as the two groups were consecutive cohorts of patients and implant selection depended on surgeon preference. Demographics, comorbidities, diagnosis and severity of osteoarthritis were similar between mp and ps groups. For all cases implants components were cemented, patella was not resurfaced. The indication for surgery was symptomatic osteoarthritis. The study population had a mean age of 67 years at time of surgery. All patients were followed up for 2 years following surgery. The study reported that 8 patients within the persona ps personalized knee system group developed infections which required revision of the articular surface on an unknown timeframe post-implantation. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.